Event description:
The patient's operation was done in 1998. The revision was done in 2000 because the pt great pain above the trocanter. There is coorosion/rust at the stem and the cup has been tremendously worn out.